Event description:
Physician reported the he received a needlestick due the needle piercing through the side of the protective cap. The needle has been used recapped a few times during a dental procedure. When the physician went to remove the needle from the tray to discard it, he received the needlestick. The physician began taking preventive hiv medication after receiving the needlestick.